Manufacturer narrative:
This report is refering to complaint number (B)(4).

Event description:
On (B)(6) 2023 fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that the scope is spraying a double water stream out of the distal tip, there is difficulty putting the first step through the water channel and the blue water indicator ring around the water button needs to be replaced. The patient received minor micro tearing of the mucosa. No intervention or treatment was needed. There was no procedure delay.